Manufacturer narrative:
Date of event: estimated as (B)(6) 2021 as the event date this occurred is unknown except for this having taken place between (B)(6) 2020 and (B)(6) 2021. Thus, (B)(6) 2021 estimated as an approximate date within this range.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. A few days post index procedure, it was found that the patient developed a pericardial effusion. In review of the media, the physician believes the was contributed to the pericardial effusion noted.